Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. The customer also returned the contour next test strips from lot # 9fpec52g, which is different from lot # 9fpec07a, which was originally implicated to be associated with the event. Therefore, in-house contour next test strips from lot # 9fpec07a were also used for testing. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 410 mg/dl and 120 mg/dl within 10 minutes on the contour xt meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.